Manufacturer narrative:
Patient weight not provided. Approximate age of device - 3 years 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired due to heart failure. The vad coordinator stated that it was not possible to answer if the death was device related as the patient expired at home and no information was given regarding the detailed of the death or if the device worked as expected. The device was said to not be returning for evaluation. No other reported events.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document additionally provides information regarding anticoagulation therapy and the recommended inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.